Event description:
Reporter states customer was shaky and sweaty, and could not be awakened; she tested the customer with the advantage system and his blood glucose result was 95 mg/dl. Emergency medical technicians (emts) arrived within 5 mins and the customer's blood glucose result on emts meter was 25 mg/dl. Customer was treated with a glucose IV and he began to wake up. Customer was takene to the hosp and continued to receive IV treatment. The discrepant results were obtained at the customer's home. No quality controls were used. Adverse event unrelated to the device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.